Event description:
On (B)(6) 2012, therakos rec'd a report of unexpected hemolysis during the treatment.

Manufacturer narrative:
Batch record review on kit lot z115 showed that the lot met all release requirements. The smart card was rec'd and analyzed. Data in the smart card was reviewed and verified. (B)(4).